Event description:
Healthcare professional reported a left side "rupture/deflation". Healthcare professional later reported capsular contracture baker grade "ii-iii". Device has been explanted and replaced. The manufacturer of the device is unknown.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade ii-iii.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side "rupture/deflation". Healthcare professional, later reported, capsular contracture, baker grade "ii-iii". Device has been explanted and replaced. The manufacturer of the device is unknown.